Event description:
It was reported by service report that the brakes were not working properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot-end brake crank assembly.